Event description:
The customer observed falsely elevated alinity I tsh results on a patient diagnosed with hyperthyroid. The results provided were: on (B)(6) 2024, sid (B)(6) =7.87 miu/l . On (B)(6) 2024, sktnhr on roche=< 0.01 miu/l. On (B)(6) 2024, sktnhr on roche=0.03 miu/l. On (B)(6) 2025 at sktnhr on roche=0.03 miu/l. On (B)(6) 2025, on roche=0.267 miu/l /on beckman=0.305 miu/l. Laboratory reference range for alinity tsh=0.35 to 4.94 miu/l; roche=0.27 to 4.2 miu/l; beckman=0.30 to 5.50 miu/l. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of alinity I tsh reagent lot number 61173ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for alinity I tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 61173ud00. Historical performance of the alinity I tsh reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot(s) are within established limits, indicating that the lot(s) are performing acceptably in the field. Therefore, no unusual reagent lot performance was identified. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I tsh, reagent lot 61173ud00.